Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was returned for analysis. Device analysis revealed that an open hole in the imaging window assembly in the distal end and a kink in the imaging window. Water leaked from the open hole of the imaging window during flushing the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 12-jul-2016. It was reported that no image appeared during pretest of imaging catheter. An opticross¿ imaging catheter was selected for use. During preparation, no image appeared so the imaging catheter was replaced with a new opticross¿ imaging catheter but the same issue occurred. Subsequently, the motordrive unit (mdu) 5 plus was also replaced but the issue was not resolved. The physician opted to reboot the system and the issue was resolved. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed an open hole in the imaging window assembly in the distal end.